Manufacturer narrative:
Date of event was approximated to (B)(6) 2018, implant date, as no event date was reported. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx curved device was implanted into the patient during a procedure performed on (B)(6) 2018. As reported by the patient's attorney, since the implantation, the patient had experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.

Event description:
It was reported to boston scientific corporation that an obtryx curved single system device was implanted into the patient during an open repair, epigastric and umbilical hernias with tot insertion procedure performed on (B)(6) 2018, for the treatment of stress incontinence, multiparity and umbilical hernia. On (B)(6) 2019, the patient had an office visit complaining of pelvic pain, pain during intercourse, pressure in the vagina. She was also experiencing irritation, ache in the right groin and right labia/obturator, feeling of incomplete bladder emptying and urinary urgency. On (B)(6) 2019, the patient underwent removal of vaginal sling, anterior repair, adjacent tissue transfer, intraoperative cystoscopy, and intraoperative ultrasound guidance. During the procedure, a pocket of epithelialized cystic structure was discovered that communicated with the area of the sling as well. This was removed in its entirety. The sling was noted very close to the urethra. It was also noted that the sling itself was very frail, it frayed and decomposing, and it kept coming undone. Little by little, all of the mesh was removed. Photo was taken showing broken pieces of mesh soaked with blood. Adjacent tissue transfer was performed by dissecting the excess scarred vaginal epithelium. In the mid urethra, there was an extensive scarring at the area of the sling removal and given the location of the tension of the sling, it is reasonable to think that the sling had cut through the urethra at some point and had epithelialized over. The patient tolerated the procedure well. The patient has been using poise pads as prescribed and these are helping tremendously. She has not taken oxybutynin and neurontin. The patient reported that the pain was gone. However, the patient experienced discomfort with intercourse once but was gone the second time. She experienced urinary incontinence as she feels bubbling out of the urethra and cannot make it to the bathroom. She has uncontrollable leakage of urine. She does feel a ridge under the urethra over where the sling had been. *additional information received on 23mar2022: the device was implanted on (B)(6) 2018 during a laparoscopy + tubal ligation + cauterization both fallopian tubes + open epigastric and umbilical hernia repair with mesh + transobturator tape for stress incontinence procedure. A medium ventralex st patch was impregnated in bacitracin and saline solution was selected for the hernia repairs. On (B)(6) 2021, the patient visited the office and reported that she was leaking profusely and was quite depressed regarding her state of affairs. She had tried ditropan which improved her urinary frequency but not the incontinence. On (B)(6) 2021, the patient underwent a pudendal nerve block. On (B)(6) 2021, it was reported that the pudendal block worked well and underwent bilateral pudendal blocks. On (B)(6) 2021, the patient came to office for a second opinion on a sling procedure and asked several pre-surgical questions regarding her sling insertion scheduled for (B)(6) 2021. She currently wears three pads/day for urinary leaking. The patient underwent a pubovaginal sling a few years ago which was complicated by pain or discomfort and dysuria. The patient had the sling eroded through the urethra and was removed in pieces, but the patient still had moderate discomfort in the perineal region, especially at the right ischial tuberosity. The patient reportedly had pelvic pain as primary concern and recommended to undergo autologous pubovaginal sling with rectus fascia. Mesh could not be used again in the vagina on her due to the previous mesh erosion and several postoperative complications. On (B)(6) 2021, the patient had a uti that was treated with antibiotics. Anxiety was also noted as part of her medical history, but a date of onset was not documented. On (B)(6) 2022, patient presented to the hospital for pubovaginal sling placement with autologous fascia and cysto revision of abdominal scar. Prior to procedure, the patient complained of recurrent stress urinary incontinence and reported to have developed pudendal nerve neuropathy which had been treated with intermittent injection therapy. Patient complained of abdominal pain that started after surgery. Pain is moderate, dull aching to sharp, no radiation, worsens with movement, relieved with pain medications. The patient experienced post operative nausea and does have a history of prior postoperative nausea and vomiting. She was started on antiemetics as needed and a scopoloamine patch. The removed mesh is not expected to be returned for analysis. *additional information received on 23sep2022: on (B)(6) 2019, the patient came to the clinic to discuss about her anxiety over a recent medical condition. She also felt a stabbing pain in her urethra as a result of the mesh moving around. The patient is then scheduled for a cystoscopy a week after her clinic visit. On (B)(6) 2019, the patient visited a physical therapy center to address her pelvic floor issues. The patient said that she cannot use the restroom in the morning and has no control over her urine. The patient added that the pain limited her ability to exercise and that it became noticeably worse after the mesh was removed. She also had constipation, incontinence, and painful sex. On (B)(6) 2021, the patient assessed her symptoms as 3 out of 10 at best and 10 out of 10 at worst, claiming they were always present. She claims that stretching, sitting, intercourse, tight clothing, heavy lifting, and her monthly cycle exacerbate her symptoms. She reports improvement with a heat pad, a seat cushion, and the use of aleve and gabapentin, which she discontinued due to cognitive side effects. She also reports anxiety and depression. However, she is not seeing anyone for this. She complains pain with vaginal penetration, including tampon, speculum, and intercourse deep. She denies any history of heavy, painful, or irregular menstruation. The pelvic pain was most likely caused by neuropathic pain and myofascial pain syndrome, according to the report. Furthermore, a patient with both central and peripheral sensitization experiences membrane hyperexcitability and upregulation of both the central and peripheral nervous systems, resulting in pain with a sympathetic component. The patient was thoroughly taught on this pain science concept and was directed to the website retrain pain.org to better re-iterate and understand the concepts. Despite conservative treatment, the patient is still in pain. The patient was also given medication counseling. The patient was educated on drug administration. If any side effects occurred, the patient was told to discontinue. In order to avoid therapies like prolonged opiate medication or more invasive procedures like surgery, they will begin a complete outpatient treatment plan: patients may benefit from a series of peripheral nerve blocks and trigger point injections to the pelvic floor as part of a complete outpatient pain treatment program to treat neuropathic pain and myofascial pain syndrome. The peripheral nerve blocks and trigger point injections are performed as part of an outpatient multidisciplinary comprehensive pain management program that includes physical therapy, patient education, psychosocial support, and oral medicine as needed. The patient presents on (B)(6) 2021, for examination and rehabilitation of significant painful sex, perineal and pelvic floor pain, stress incontinence with urinary urgency, and increased urinary frequency. Furthermore, the patient was diagnosed with pudendal neuralgia. The patient had seen a pelvic pain specialist and was advised to undergo trigger point injections as well as resume pelvic physical therapy. She's already had one trigger point injection and hasn't experienced much improvement. She stated that she will have another surgery with an autologous fascial sling for stress incontinence in (B)(6) 2021. The patient currently complains of moderate pain in the vaginal and rectal areas with any insertional activity. She is currently sexually active, although she has tremendous pain when doing so. She also avoids wearing tampons. The discomfort appears to be inside and near the vaginal and rectal openings. When touched, she describes it as a searing and scraping sensation. She rates her greatest pain as 9 out of 10, her present pain as 8 out of 10, and her best pain as 8 out of 10, for a mean pain score of 8 out of 10. She has avoided wearing any tight clothing and has been unable to sit for more than 15 minutes owing to pain. She also alternates sides to avoid pressure in the rectal area. Pertaining bladder symptoms, she reports straining or pushing to empty the bladder, having a slow stream or difficulties imitating the urine, needing to urinate with little warning, being able to control it for about 2 minutes, and dribbling after urinating. The frequency of voiding during the day is 10 to 14 times per day, and the frequency at night is 5 to 6 times each night. She's also experienced significant leaks when coughing, sneezing, lifting, and carrying objects. She has been using protection, which she must change on a regular basis because it is moderately soaked. Furthermore, the patients' goals for physical therapy are to minimize perineal pain, pelvic floor pain, urinary symptoms, sit without pain, enhance pelvic floor and core muscle strength, return to an active lifestyle, and enjoy pain-free sex. The patient complained of prolapse on (B)(6) 2021. She was also advised to undergo a urine dipstick test, which detects leukocytes and a significant number of ketones. The patient is currently taking vaginal baclofen and was encouraged to keep through with her physical therapy. The patient was also recommended to see a neurologist about nerve pain injections. The patient was examined on (B)(6) 2021, for a chief complaint of nerve pain. In (B)(6) 2021, the patient reportedly received diagnostic and therapeutic pudendal nerve blocks, which provided several weeks of relief. She had autologous sling surgery for incontinence about 5 weeks ago and experienced a relapse of her pudendal neuralgia pain. She has been using diclofenac on an as-needed basis, as well as tramadol for acute pain. She was previously taking gabapentin 200 mg three times a day, but she recently discontinued due to side effects. The patient was in the clinic to examine additional treatment options.

Manufacturer narrative:
Block h2: additional information blocks b5, b7 and h6 has been updated based on the additional information received on september 23, 2022. Correction: blocks b3 (date of event), e1 (initial reporter title), e3 (occupation), g2 (report source), h6 (evaluation conclusion codes) has been corrected. Block b3 date of event: date of event was approximated to (B)(6) 2018, implant procedure date, as no event date was reported. Block e1: this was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6) hospital. (B)(6). Explant surgeon: dr. (B)(6). (B)(6). Block h6: patient codes e2006, e1715, e1309, e172001, e1405, e1301, e2330, e232402, e0123, e1002, e1310, e0126 capture the reportable events of sling had cut through the urethra, extensive scarring at the area of the sling removal and scarred vaginal epithelium, pocket of epithelialized cystic structure, incomplete bladder emptying, pain during intercourse, difficulty urinating and pelvic pain, ache in the right groin and labia/obturator, recurrent urinary incontinence, nerve damage, uti, lower abdominal scar and neuropathic pain. Impact codes f1903, f2303, f2301, f18, f23 capture the events of all mesh was removed, medications taken, autologous fascial sling placement, physical therapy and pudendal nerve blocks.

Manufacturer narrative:
Blocks b5 and h6: patient codes and impact codes have been updated based on the additional information received on october 26, november 8 and 10, 2022. Block b3 date of event: date of event was approximated to may 7, 2018, implant procedure date, as no event date was reported. Block e1: this was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6) hospital. (B)(6). Explant surgeon: dr. (B)(6). (B)(6). (B)(6). Block h6: patient codes e2006, e1715, e1309, e172001, e1405, e1301, e2330, e232402, e0123, e1002, e1310, e0126 and e2326 capture the reportable events of sling had cut through the urethra, extensive scarring at the area of the sling removal and scarred vaginal epithelium, pocket of epithelialized cystic structure, incomplete bladder emptying, pain during intercourse, difficulty urinating and pelvic pain, ache in the right groin and labia/obturator, recurrent urinary incontinence, nerve damage, uti, lower abdominal scar, neuropathic pain and neuritis. Impact codes f1903, f2303, f2301, f18, f23 and f1202 capture the events of all mesh was removed, medications taken, autologous fascial sling placement, physical therapy and pudendal nerve blocks and moderate to severe disability with home or work barriers and environmental barriers. Block 11: block a1 has been corrected.

Event description:
It was reported to boston scientific corporation that an obtryx curved single system device was implanted into the patient during an open repair, epigastric and umbilical hernias with tot insertion procedure performed on (B)(6) 2018, for the treatment of stress incontinence, multiparity and umbilical hernia. On (B)(6) 2019, the patient had an office visit complaining of pelvic pain, pain during intercourse, pressure in the vagina. She was also experiencing irritation, ache in the right groin and right labia/obturator, feeling of incomplete bladder emptying and urinary urgency. On (B)(6) 2019, the patient underwent removal of vaginal sling, anterior repair, adjacent tissue transfer, intraoperative cystoscopy, and intraoperative ultrasound guidance. During the procedure, a pocket of epithelialized cystic structure was discovered that communicated with the area of the sling as well. This was removed in its entirety. The sling was noted very close to the urethra. It was also noted that the sling itself was very frail, it frayed and decomposing, and it kept coming undone. Little by little, all of the mesh was removed. Photo was taken showing broken pieces of mesh soaked with blood. Adjacent tissue transfer was performed by dissecting the excess scarred vaginal epithelium. In the mid urethra, there was an extensive scarring at the area of the sling removal and given the location of the tension of the sling, it is reasonable to think that the sling had cut through the urethra at some point and had epithelialized over. The patient tolerated the procedure well. The patient has been using poise pads as prescribed and these are helping tremendously. She has not taken oxybutynin and neurontin. The patient reported that the pain was gone. However, the patient experienced discomfort with intercourse once but was gone the second time. She experienced urinary incontinence as she feels bubbling out of the urethra and cannot make it to the bathroom. She has uncontrollable leakage of urine. She does feel a ridge under the urethra over where the sling had been. Additional information received on 23mar2022: the device was implanted on (B)(6) 2018 during a laparoscopy + tubal ligation + cauterization both fallopian tubes + open epigastric and umbilical hernia repair with mesh + transobturator tape for stress incontinence procedure. A medium ventralex st patch was impregnated in bacitracin and saline solution was selected for the hernia repairs. On (B)(6) 2021, the patient visited the office and reported that she was leaking profusely and was quite depressed regarding her state of affairs. She had tried ditropan which improved her urinary frequency but not the incontinence. On (B)(6) 2021, the patient underwent a pudendal nerve block. On (B)(6) 2021, it was reported that the pudendal block worked well and underwent bilateral pudendal blocks. On (B)(6) 2021, the patient came to office for a second opinion on a sling procedure and asked several pre - surgical questions regarding her sling insertion scheduled for (B)(6)2021. She currently wears three pads/day for urinary leaking. The patient underwent a pubovaginal sling a few years ago which was complicated by pain or discomfort and dysuria. The patient had the sling eroded through the urethra and was removed in pieces, but the patient still had moderate discomfort in the perineal region, especially at the right ischial tuberosity. The patient reportedly had pelvic pain as primary concern and recommended to undergo autologous pubovaginal sling with rectus fascia. Mesh could not be used again in the vagina on her due to the previous mesh erosion and several postoperative complications. On (B)(6) 2021, the patient had a uti that was treated with antibiotics. Anxiety was also noted as part of her medical history, but a date of onset was not documented. On (B)(6) 2022, patient presented to the hospital for pubovaginal sling placement with autologous fascia and cysto revision of abdominal scar. Prior to procedure, the patient complained of recurrent stress urinary incontinence and reported to have developed pudendal nerve neuropathy which had been treated with intermittent injection therapy. Patient complained of abdominal pain that started after surgery. Pain is moderate, dull aching to sharp, no radiation, worsens with movement, relieved with pain medications. The patient experienced post operative nausea and does have a history of prior postoperative nausea and vomiting. She was started on antiemetics as needed and a scopoloamine patch. Additional information received on september 23, 2022: on (B)(6) 2019, the patient came to the clinic to discuss about her anxiety over a recent medical condition. She also felt a stabbing pain in her urethra as a result of the mesh moving around. The patient is then scheduled for a cystoscopy a week after her clinic visit. On (B)(6) 2019, the patient visited a physical therapy center to address her pelvic floor issues. The patient said that she cannot use the restroom in the morning and has no control over her urine. The patient added that the pain limited her ability to exercise and that it became noticeably worse after the mesh was removed. She also had constipation, incontinence, and painful sex. On (B)(6) 2021, the patient assessed her symptoms as 3 out of 10 at best and 10 out of 10 at worst, claiming they were always present. She claims that stretching, sitting, intercourse, tight clothing, heavy lifting, and her monthly cycle exacerbate her symptoms. She reports improvement with a heat pad, a seat cushion, and the use of alleve and gabapentin, which she discontinued due to cognitive side effects. She also reports anxiety and depression. However, she is not seeing anyone for this. She complains pain with vaginal penetration, including tampon, speculum, and intercourse deep. She denies any history of heavy, painful, or irregular menstruation. The pelvic pain was most likely caused by neuropathic pain and myofascial pain syndrome, according to the report. Furthermore, a patient with both central and peripheral sensitization experiences membrane hyperexcitability and upregulation of both the central and peripheral nervous systems, resulting in pain with a sympathetic component. The patient was thoroughly taught on this pain science concept and was directed to the website retrain pain.org to better re - iterate and understand the concepts. Despite conservative treatment, the patient is still in pain. The patient was also given medication counseling. The patient was educated on drug administration. If any side effects occurred, the patient was told to discontinue. In order to avoid therapies like prolonged opiate medication or more invasive procedures like surgery, they will begin a complete outpatient treatment plan: patients may benefit from a series of peripheral nerve blocks and trigger point injections to the pelvic floor as part of a complete outpatient pain treatment program to treat neuropathic pain and myofascial pain syndrome. The peripheral nerve blocks and trigger point injections are performed as part of an outpatient multidisciplinary comprehensive pain management program that includes physical therapy, patient education, psychosocial support, and oral medicine as needed. The patient presents on (B)(6) 2021, for examination and rehabilitation of significant painful sex, perineal and pelvic floor pain, stress incontinence with urinary urgency, and increased urinary frequency. Furthermore, the patient was diagnosed with pudendal neuralgia. The patient had seen a pelvic pain specialist and was advised to undergo trigger point injections as well as resume pelvic physical therapy. She has already had one trigger point injection and has not experienced much improvement. She stated that she will have another surgery with an autologous fascial sling for stress incontinence in (B)(6) 2021. The patient currently complains of moderate pain in the vaginal and rectal areas with any insertional activity. She is currently sexually active, although she has tremendous pain when doing so. She also avoids wearing tampons. The discomfort appears to be inside and near the vaginal and rectal openings. When touched, she describes it as a searing and scraping sensation. She rates her greatest pain as 9 out of 10, her present pain as 8 out of 10, and her best pain as 8 out of 10, for a mean pain score of 8 out of 10. She has avoided wearing any tight clothing and has been unable to sit for more than 15 minutes owing to pain. She also alternates sides to avoid pressure in the rectal area. Pertaining bladder symptoms, she reports straining or pushing to empty the bladder, having a slow stream or difficulties imitating the urine, needing to urinate with little warning, being able to control it for about 2 minutes, and dribbling after urinating. The frequency of voiding during the day is 10 to 14 times per day, and the frequency at night is 5 to 6 times each night. She had also experienced significant leaks when coughing, sneezing, lifting, and carrying objects. She has been using protection, which she must change on a regular basis because it is moderately soaked. Furthermore, the patient goals for physical therapy are to minimize perineal pain, pelvic floor pain, urinary symptoms, sit without pain, enhance pelvic floor and core muscle strength, return to an active lifestyle, and enjoy pain - free sex. The patient complained of prolapse on (B)(6) 2021. She was also advised to undergo a urine dipstick test, which detects leukocytes and a significant number of ketones. The patient is currently taking vaginal baclofen and was encouraged to keep through with her physical therapy. The patient was also recommended to see a neurologist about nerve pain injections. The patient was examined on (B)(6) 2021, for a chief complaint of nerve pain. In june and july, the patient reportedly received diagnostic and therapeutic pudendal nerve blocks, which provided several weeks of relief. She had autologous sling surgery for incontinence about 5 weeks ago and experienced a relapse of her pudendal neuralgia pain. She has been using diclofenac on an as - needed basis, as well as tramadol for acute pain. She was previously taking gabapentin 200 mg three times a day, but she recently discontinued due to side effects. The patient was in the clinic to examine additional treatment options. Additional information received on october 26, november 8 and 10, 2022: on (B)(6) 2022, patient had a physical therapy appointment. Patient history stated she was supposed to receive an epidural injection on tuesday and had cancelled the appointment; however, said her doctor postponed the injection. Patient reported increased pain in the perineal area and attributes to the change in the weather. During this encounter, one of the patient diagnosis was neuritis. Plan of care discussed were to maintain sound postures of the patient and meditate regularly. Stretch and practice yoga postures for relaxation with emphasis on diaphragmatic breathing regularly. Continue present treatment plan, home exercise and ice treatment. Continue pfpt 1 - 2 times a week for 8 - 10 weeks. On (B)(6) 2021, patient underwent therapeutic exercises including yoga stretches. Examination findings that need to be addressed and that will influence rehab: poor postural awareness, tone with flattened lumbar lordosis with rounded shoulders, ensuring weakness of scapular stabilizers and core muscles. Decreased lower quadrant flexibility and strength. Mild tenderness externally and internally at perineal body some multiple trigger points at superficial and deep pelvic floor muscles. Decreased pelvic floor muscle strength and endurance. Increased urinary urgency and frequency causing difficulty with instrumental. Activities of daily living, recreational activities as well as social activities. Unable to lift/carry 5 - 7lbs without increasing the symptoms. Difficulty with heavy household chores due to urinary symptoms. Difficulty with walking or stair climbing due to weakness and pain. Difficulty participating with sexual activities due to pain. General impairments - impaired lumbar spine and lower extremity joint mobility/flexibility, impaired lower extremity muscle/core strength, impaired postural control/postural awareness. Pelvic floor impairments - impaired pelvic floor muscle tone, impaired pf muscle ability to relax post contraction, impaired pf strength and endurance, poor pelvic floor activation: poor/impaired pelvic floor strength via laycock assessment - 1/1/2/3; unable to localize pf musculature without maximal cues; unaware of a self - care program to prevent the re - occurrence of symptoms; unable to perform pf lift, release and excursion with all attempts and maximal tactile and verbal cues; unable to perform dynamic/eccentric pf contraction in posture; impaired urinary and bowel voiding reflex; impaired sexual function due to pain. Functional limitation: unable to lift more than 5ibs without symptoms severity of 5/10 100 percent of the time; unable to squat to pick up objects of 5lbs weight from the floor without 5/10 symptoms severity; unable to carry over 100bs without increased symptom severity 5/10; unable to be active with usual fitness program due to fear of increasing the urinary symptoms; increased urinary frequency and increase urge episodes. Disability - moderate to severe with home or work barriers, and environmental barriers.

Event description:
It was reported to boston scientific corportion that an obtryx curved single system device was implanted into the patient during an open repair, epigastric and umbilical hernias with tot insertion procedure performed on (B)(6) 2018, for the treatment of stress incontinence, multiparity and umbilical hernia. On (B)(6) 2019, the patient had an office visit complaining of pelvic pain, pain during intercourse, pressure in the vagina. She was also experiencing irritation, ache in the right groin and right labia/obturator, feeling of incomplete bladder emptying and urinary urgency. On (B)(6) 2019, the patient underwent removal of vaginal sling, anterior repair, adjacent tissue transfer, intraoperative cystoscopy, and intraoperative ultrasound guidance. During the procedure, a pocket of epithelialized cystic structure was discovered that communicated with the area of the sling as well. This was removed in its entirety. The sling was noted very close to the urethra. It was also noted that the sling itself was very frail, it frayed and decomposing, and it kept coming undone. Little by little, all of the mesh was removed. Photo was taken showing broken pieces of mesh soaked with blood. Adjacent tissue transfer was performed by dissecting the excess scarred vaginal epithelium. In the mid urethra, there was an extensive scarring at the area of the sling removal and given the location of the tension of the sling, it is reasonable to think that the sling had cut through the urethra at some point and had epithelialized over. The patient tolerated the procedure well. The patient has been using poise pads as prescribed and these are helping tremendously. She has not taken oxybutynin and neurontin. The patient reported that the pain was gone. However, the patient experienced discomfort with intercourse once but was gone the second time. She experienced urinary incontinence as she feels bubbling out of the urethra and cannot make it to the bathroom. She has uncontrollable leakage of urine. She does feel a ridge under the urethra over where the sling had been. *additional information received on 23mar2022: the device was implanted on (B)(6) 2018 during a laparoscopy + tubal ligation + cauterization both fallopian tubes + open epigastric and umbilical hernia repair with mesh + transobturator tape for stress incontinence procedure. A medium ventralex st patch was impregnated in bacitracin and saline solution was selected for the hernia repairs. On (B)(6), 2021, the patient visited the office and reported that she was leaking profusely and was quite depressed regarding her state of affairs. She had tried ditropan which improved her urinary frequency but not the incontinence. On (B)(6) 2021, the patient underwent a pudendal nerve block. On (B)(6) 2021, it was reported that the pudendal block worked well and underwent bilateral pudendal blocks. On (B)(6), 2021, the patient came to office for a second opinion on a sling procedure and asked several pre - surgical questions regarding her sling insertion scheduled for (B)(6), 2021. She currently wears three pads/day for urinary leaking. The patient underwent a pubovaginal sling a few years ago which was complicated by pain or discomfort and dysuria. The patient had the sling eroded through the urethra and was removed in pieces, but the patient still had moderate discomfort in the perineal region, especially at the right ischial tuberosity. The patient reportedly had pelvic pain as primary concern and recommended to undergo autologous pubovaginal sling with rectus fascia. Mesh could not be used again in the vagina on her due to the previous mesh erosion and several postoperative complications. On (B)(6), 2021, the patient had a uti that was treated with antibiotics. Anxiety was also noted as part of her medical history, but a date of onset was not documented. On (B)(6), 2022, patient presented to the hospital for pubovaginal sling placement with autologous fascia and cysto revision of abdominal scar. Prior to procedure, the patient complained of recurrent stress urinary incontinence and reported to have developed pudendal nerve neuropathy which had been treated with intermittent injection therapy. Patient complained of abdominal pain that started after surgery. Pain is moderate, dull aching to sharp, no radiation, worsens with movement, relieved with pain medications. The patient experienced post operative nausea and does have a history of prior postoperative nausea and vomiting. She was started on antiemetics as needed and a scopoloamine patch. *additional information received on september 23, 2022: on (B)(6) 2019, the patient came to the clinic to discuss about her anxiety over a recent medical condition. She also felt a stabbing pain in her urethra as a result of the mesh moving around. The patient is then scheduled for a cystoscopy a week after her clinic visit. On (B)(6) 2019, the patient visited a physical therapy center to address her pelvic floor issues. The patient said that she cannot use the restroom in the morning and has no control over her urine. The patient added that the pain limited her ability to exercise and that it became noticeably worse after the mesh was removed. She also had constipation, incontinence, and painful sex. On (B)(6) 2021, the patient assessed her symptoms as 3 out of 10 at best and 10 out of 10 at worst, claiming they were always present. She claims that stretching, sitting, intercourse, tight clothing, heavy lifting, and her monthly cycle exacerbate her symptoms. She reports improvement with a heat pad, a seat cushion, and the use of alleve and gabapentin, which she discontinued due to cognitive side effects. She also reports anxiety and depression. However, she is not seeing anyone for this. She complains pain with vaginal penetration, including tampon, speculum, and intercourse deep. She denies any history of heavy, painful, or irregular menstruation. The pelvic pain was most likely caused by neuropathic pain and myofascial pain syndrome, according to the report. Furthermore, a patient with both central and peripheral sensitization experiences membrane hyperexcitability and upregulation of both the central and peripheral nervous systems, resulting in pain with a sympathetic component. The patient was thoroughly taught on this pain science concept and was directed to the website retrain pain.org to better re - iterate and understand the concepts. Despite conservative treatment, the patient is still in pain. The patient was also given medication counseling. The patient was educated on drug administration. If any side effects occurred, the patient was told to discontinue. In order to avoid therapies like prolonged opiate medication or more invasive procedures like surgery, they will begin a complete outpatient treatment plan: patients may benefit from a series of peripheral nerve blocks and trigger point injections to the pelvic floor as part of a complete outpatient pain treatment program to treat neuropathic pain and myofascial pain syndrome. The peripheral nerve blocks and trigger point injections are performed as part of an outpatient multidisciplinary comprehensive pain management program that includes physical therapy, patient education, psychosocial support, and oral medicine as needed. The patient presents on (B)(6), 2021, for examination and rehabilitation of significant painful sex, perineal and pelvic floor pain, stress incontinence with urinary urgency, and increased urinary frequency. Furthermore, the patient was diagnosed with pudendal neuralgia. The patient had seen a pelvic pain specialist and was advised to undergo trigger point injections as well as resume pelvic physical therapy. She has already had one trigger point injection and has not experienced much improvement. She stated that she will have another surgery with an autologous fascial sling for stress incontinence in (B)(6) 2021. The patient currently complains of moderate pain in the vaginal and rectal areas with any insertional activity. She is currently sexually active, although she has tremendous pain when doing so. She also avoids wearing tampons. The discomfort appears to be inside and near the vaginal and rectal openings. When touched, she describes it as a searing and scraping sensation. She rates her greatest pain as 9 out of 10, her present pain as 8 out of 10, and her best pain as 8 out of 10, for a mean pain score of 8 out of 10. She has avoided wearing any tight clothing and has been unable to sit for more than 15 minutes owing to pain. She also alternates sides to avoid pressure in the rectal area. Pertaining bladder symptoms, she reports straining or pushing to empty the bladder, having a slow stream or difficulties imitating the urine, needing to urinate with little warning, being able to control it for about 2 minutes, and dribbling after urinating. The frequency of voiding during the day is 10 to 14 times per day, and the frequency at night is 5 to 6 times each night. She had also experienced significant leaks when coughing, sneezing, lifting, and carrying objects. She has been using protection, which she must change on a regular basis because it is moderately soaked. Furthermore, the patient goals for physical therapy are to minimize perineal pain, pelvic floor pain, urinary symptoms, sit without pain, enhance pelvic floor and core muscle strength, return to an active lifestyle, and enjoy pain - free sex. The patient complained of prolapse on (B)(6) 2021. She was also advised to undergo a urine dipstick test, which detects leukocytes and a significant number of ketones. The patient is currently taking vaginal baclofen and was encouraged to keep through with her physical therapy. The patient was also recommended to see a neurologist about nerve pain injections. The patient was examined on (B)(6) 2021, for a chief complaint of nerve pain. In june and july, the patient reportedly received diagnostic and therapeutic pudendal nerve blocks, which provided several weeks of relief. She had autologous sling surgery for incontinence about 5 weeks ago and experienced a relapse of her pudendal neuralgia pain. She has been using diclofenac on an as - needed basis, as well as tramadol for acute pain. She was previously taking gabapentin 200 mg three times a day, but she recently discontinued due to side effects. The patient was in the clinic to examine additional treatment options. *additional information received on october 26, november 8 and 10, 2022* on (B)(6), 2022, patient had a physical therapy appointment. Patient history stated she was supposed to receive an epidural injection on tuesday and had cancelled the appointment; however, said her doctor postponed the injection. Patient reported increased pain in the perineal area and attributes to the change in the weather. During this encounter, one of the patient diagnosis was neuritis. Plan of care discussed were to maintain sound postures of the patient and meditate regularly. Stretch and practice yoga postures for relaxation with emphasis on diaphragmatic breathing regularly. Continue present treatment plan, home exercise and ice treatment. Continue pfpt 1 - 2 times a week for 8 - 10 weeks. On (B)(6), 2021, patient underwent therapeutic exercises including yoga stretches. Examination findings that need to be addressed and that will influence rehab: 1. Poor postural awareness, tone with flattened lumbar lordosis with rounded shoulders, ensuring weakness of scapular stabilizers and core muscles. 2. Decreased lower quadrant flexibility and strength. 3. Mild tenderness externally and internally at perineal body some multiple trigger points at superficial and deep pelvic floor muscles. 4. Decreased pelvic floor muscle strength and endurance. 5. Increased urinary urgency and frequency causing difficulty with instrumental activities of daily living, recreational activities as well as social activities 6. Unable to lift/carry 5 - 7lbs without increasing the symptoms. 7. Difficulty with heavy household chores due to urinary symptoms. 8. Difficulty with walking or stair climbing due to weakness and pain. 9. Difficulty participating with sexual activities due to pain. General impairments - impaired lumbar spine and lower extremity joint mobility/flexibility, impaired lower extremity muscle/core strength, impaired postural control/postural awareness. Pelvic floor impairments - impaired pelvic floor muscle tone, impaired pf muscle ability to relax post contraction, impaired pf strength and endurance, poor pelvic floor activation: - poor/impaired pelvic floor strength via laycock assessment - 1/1/2/3 - unable to localize pf musculature without maximal cues - unaware of a self - care program to prevent the re - occurrence of symptoms. - unable to perform pf lift, release and excursion with all attempts and maximal tactile and verbal cues - unable to perform dynamic/eccentric pf contraction in posture - impaired urinary and bowel voiding reflex - impaired sexual function due to pain functional limitation: - unable to lift more than 5ibs without symptoms severity of 5/10 100 percent of the time - unable to squat to pick up objects of 5lbs weight from the floor without 5/10 symptoms severity - unable to carry over 100bs without increased symptom severity 5/10 - unable to be active with usual fitness program due to fear of increasing the urinary symptoms - increased urinary frequency and increase urge episodes. Disability - moderate to severe with home or work barriers, and environmental barriers. ---additional information received on january 4, 2023--- on (B)(6) 2021, the patient was seen and reported blood in urine and increase in dysuria. Urinalysis showed blood and leukocytes. Patient started on macrobid for bladder infection. On (B)(6), 2021, the patient was seen again and reported that the previous night she experienced chills and fever and was taking aleve. She had vomited once. The physician switched her from macrobid to cefdinir due to the possibility that her uti had progressed given her symptoms the previous night. On (B)(6), 2021, the patient had the sling replaced to fix her stress incontinence, and she also had repaired a diastasis including the external oblique (eo) and rectus abdominus layers. On (B)(6), 2022, the patient was seen for physical therapy due to a diagnosis of acute pelvic pain and pudendal neuralgia. At that time, she had no stress incontinence with coughing, sneezing, no urinary incontinence with running or jumping. She was cleared for activity then post - surgery. Pudendal pain was worse after surgery: primarily right side, weakness, including lower abdominal, constant pain and it is worse sitting any length of time, especially on hard surfaces. Pain was inside the sitting bone, right lower abdominals, sharp. Spread down back of thighs to above the knees bilaterally. Pain during activity was sharp, and also pain after activity. Hurt a few times during sex or after, deep, dull. When she limited exercise, it worsened her pain. The patient had just finished her course of antibiotics for the (B)(6), 2021 uti; it was noted that the patient had a history of frequent utis. At her physical therapy visit on (B)(6), 2022, the patient reported she had gotten a transabdominal nerve block the previous week, and her right lower abdomen did not hurt as much that day.

Manufacturer narrative:
Blocks b5 and h6: patient codes and impact codes have been updated based on the additional information received on january 4, 2023. Block b3 date of event: date of event was approximated to may 7, 2018, implant procedure date, as no event date was reported. Block e1: this was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Explant surgeon: dr. (B)(6). Block h6: imdrf patient codes e2006, e1715, e1309, e172001, e1405, e1301, e2330, e232402, e0123, e1002, e1310, e0126, e2326, e1302 and e1906 capture the reportable events of sling had cut through the urethra, extensive scarring at the area of the sling removal and scarred vaginal epithelium, pocket of epithelialized cystic structure, incomplete bladder emptying, pain during intercourse, difficulty urinating and pelvic pain, ache in the right groin and labia/obturator, recurrent urinary incontinence, nerve damage, uti, lower abdominal scar, neuropathic pain, neuritis, blood in urine and bladder infection. Imdrf impact codes f1903, f2303, f2301, f18, f23, f1202 and f1901 capture the events of all mesh was removed, medications taken, autologous fascial sling placement, physical therapy and pudendal nerve blocks and moderate to severe disability with home or work barriers and environmental barriers and botox to the urethra.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (b)(6 2019, the date the patient had a first office visit due to symptoms. Block e1: this was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6) explant surgeon: dr. (B)(6). Block h6: patient codes e2006, e1715, e1309, e172001, e1405, e1301, e2330 capture the reportable events of sling had cut through the urethra, extensive scarring at the area of the sling removal and scarred vaginal epithelium, pocket of epithelialized cystic structure, incomplete bladder emptying, pain during intercourse, difficulty urinating and pelvic pain, ache in the right groin and labia/obturator. Impact code f1903 captures the event of all mesh was removed. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx curved single system device was implanted into the patient during an open repair, epigastric and umbilical hernias with tot insertion procedure performed on (B)(6) 2018 for the treatment of stress incontinence, multiparity and umbilical hernia. On (B)(6) 2019, the patient had an office visit complaining of pelvic pain, pain during intercourse, pressure in the vagina. She was also experiencing irritation, ache in the right groin and right labia/obturator, feeling of incomplete bladder emptying and urinary urgency. On (B)(6), 2019, the patient underwent removal of vaginal sling, anterior repair, adjacent tissue transfer, intraoperative cystoscopy, and intraoperative ultrasound guidance. During the procedure, a pocket of epithelialized cystic structure was discovered that communicated with the area of the sling as well. This was removed in its entirety. The sling was noted very close to the urethra. It was also noted that the sling itself was very frail, it frayed and decomposing and it kept coming undone. Little by little, all of the mesh was removed. Photo was taken showing broken pieces of mesh soaked with blood. Adjacent tissue transfer was performed by dissecting the excess scarred vaginal epithelium. In the mid urethra, there was an extensive scarring at the area of the sling removal and given the location of the tension of the sling, it is reasonable to think that the sling had cut through the urethra at some point and had epithelialized over. The patient tolerated the procedure well. The patient has been using poise pads as prescribed and these are helping tremendously. She has not taken oxybutynin and neurontin. The patient reported that the pain was gone. However, the patient experienced discomfort with intercourse once but was gone the second time. She experienced urinary incontinence as she feels bubbling out of the urethra and cannot make it to the bathroom. She has uncontrollable leakage of urine. She does feel a ridge under the urethra over where the sling had been.

Manufacturer narrative:
Additional information: a1, b5, h6: patient codes and impact codes block b3 date of event: date of event was approximated to march 12 , 2019, the date the patient had a first office visit due to symptoms. Block e1: this was reported by the patient's legal representation. The implant surgeon is: (B)(6). Explant surgeon: (B)(6). Block h6: patient codes e2006, e1715, e1309, e172001, e1405, e1301, e2330, e232402, e0123, e1002 and e1310 capture the reportable events of sling had cut through the urethra, extensive scarring at the area of the sling removal and scarred vaginal epithelium, pocket of epithelialized cystic structure, incomplete bladdr emptying, pain during intercourse, difficulty urinating and pelvic pain, ache in the right groin and labia/obturator, recurrent urinary incontinence, nerve damage, uti and lower abdominal scar. Impact codes f1903, f2303 and f2301 capture the events of all mesh was removed, medications taken and autologous fascial sling placement. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corportion that an obtryx curved single system device was implanted into the patient during an open repair, epigastric and umbilical hernias with tot insertion procedure performed on (B)(6), 2018 for the treatment of stress incontinence, multiparity and umbilical hernia. On (B)(6), 2019, the patient had an office visit complaining of pelvic pain, pain during intercourse, pressure in the vagina. She was also experiencing irritation, ache in the right groin and righ labia/obturator, feeling of incomplete bladder emptying and urinary urgency. On (B)(6), 2019, the patient underwent removal of vaginal sling, anterior repair, adjacent tissue transfer, intraoperative cystoscopy, and intraoperative ultrasound guidance. During the procedure, a pocket of epithelialized cystic structure was discovered that communicated with the area of the sling as well. This was removed in its entirety. The sling was noted very close to the urethra. It was also noted that the sling itself was very frail, it frayed and decomposing and it kept coming undone. Little by little, all of the mesh was removed. Photo was taken showing broken pieces of mesh soaked with blood. Adjacent tissue transfer was performed by dissecting the excess scarred vaginal epithelium. In the mid urethra, there was an extensive scarring at the area of the sling removal and given the location of the tension of the sling, it is reasonable to think that the sling had cut through the urethra at some point and had epithelialized over. The patient tolerated the procedure well. The patient has been using poise pads as prescribed and these are helping tremendously. She has not taken oxybutynin and neurontin. The patient reported that the pain was gone. However, the patient experienced discomfort with intercourse once but was gone the second time. She experienced urinary incontinence as she feels bubbling out of the urethra and cannot make it to the bathroom. She has uncontrollable leakage of urine. She does feel a ridge under the urethra over where the sling had been. *additional information received on march 23, 2022* the device was implanted on (B)(6) 2018 during a laparoscopy + tubal ligation + cauterization both fallopian tubes + open epigastric and umbilical hernia repair with mesh + transobturator tape for stress incontinence procedure. A medium ventralex st patch was impregnated in bacitracin and saline solution was selected for the hernia repairs. On (B)(6), 2021, the patient visited the office and reported that she was leaking profusely and was quite depressed regarding her state of affairs. She had tried ditropan which improved her urinary frequency but not the incontinence. On (B)(6), 2021, the patient underwent a pudendal nerve block. On july 23, 2021, it was reported that the pudendal block worked well and underwent bilateral pudendal blocks. On (B)(6) 2021, the patient came to office for a second opinion on a sling procedure and asked several pre-surgical questions regarding her sling insertion scheduled for (B)(6), 2021. She currently wears three pads/day for urinary leaking. The patient underwent a pubovaginal sling a few years ago which was complicated by pain or discomfort and dysuria. The patient had the sling eroded through the urethra and was removed in pieces but the patient still had moderate discomfort in the perineal region, especially at the right ischial tuberosity. The patient reportedly had pelvic pain as primary concern and recommended to undergo autologous pubovaginal sling with rectus fascia. Mesh could not be used again in the vagina on her due to the previous mesh erosion and several postoperative complications. On (B)(6), 2021, the patient had a uti that was treated with antibiotics. Anxiety was also noted as part of her medical history, but a date of onset was not documented. On (B)(6), 2022, patient presented to the hospital for pubovaginal sling placement with autologous fascia and cysto revision of abdominal scar. Prior to procedure, the patient complained of recurrent stress urinary incontinence and reported to have developed pudendal nerve neuropathy which had been treated with intermittent injection therapy. Patient complained of abdominal pain that started after surgery. Pain is moderate, dull aching to sharp, no radiation, worsens with movement, relieved with pain medications. The patient experienced post operative nausea and does have a history of prior postoperative nausea and vomiting. She was started on antiemetics as needed and a scopoloamine patch.